Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 506 mg/dl. The cause of the elevated bg was unknown. Customer administered manual injections to address bg. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.